Event description:
A physician has had 14 occurrences of inflammation reaction associated with model u94da uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, right eye in 1999. The pt subsequently developed what the surgeon describes as a mild intraocular infection; no secondary was necessary. The surgeon does not believe these reactions are lens related.